Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The inserter for ti elastic nails (part # 359.219, lot # 9518048, mfg # 09-oct-2015) was received at us cq with the proximal blue handle broken at the circumference. This is consistent with the reported complaint condition, thus confirming the complaint. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 359.219, lot: 9518048, manufacturing site: hägendorf, release to warehouse date: 09.oct.2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during orthopedic procedure, while inserting the titanium elastic nails the plastic that surrounds the inserter broke. The nail was being driven in by mallet included on set. Given an unknown t-handle chuck to finish the procedure. No fragments generated. No surgical delay. Procedure successfully completed. Patient outcome is unknown. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).